Manufacturer narrative:
(B)(4). The reported complaint that the "fiber catheter was not being read upon insertion" was confirmed by the field service representative. According to the field service report, the issue was resolved after replacing the fos sc board. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the unable to recognize the fos. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
When placing a fiber iab, the fiber catheter was not being read upon insertion (no chimes or changing of the check list). Staff switched out the iabp console and the catheter worked appropriately". No patient injury or consequence reported. The patient's current condition is reported as "still in ICU on iabp".

Manufacturer narrative:
(B)(4).

Event description:
When placing a fiber iab, the fiber catheter was not being read upon insertion (no chimes or changing of the check list). Staff switched out the iabp console and the catheter worked appropriately". No patient injury or consequence reported.the patient's current condition is reported as "still in ICU on iabp".